Event description:
Post onyx embolization treatment procedure, it was reported the patient experienced monoplegia of the left arm and paresthesia of the left lower limb which required prolongation of hospitalization. No other complications were reported with the patient.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event.